Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 42532007101 - tibial component - 63543564; 42512400711 - articular surface - 62768659. Report source foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04035, 0001822565-2020-04036.

Event description:
It was reported that the patient underwent a knee revision approximately 3 year post implantation. Attempts have been made and no further information has been provided.